Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cs100 intra-aortic balloon pump (iabp)machine not getting on. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (b4, d1, d2, d3, d4, g3, g4, g6, h2, h5, h11).

Manufacturer narrative:
Fse that encountered the issue checked the machine & found machine not getting on. Further checked the machine & found power supply of the machine is suspected to be faulty & need to be replaced. Replaced the power supply of the machine. Further checked the machine & found front end pcb is suspected to be defective. Performed the shuttle transducer, atmospheric transducer & drive transducer calibration at front end pcb & found no error is coming. Also performed all clinical tests. All tests passed. Equipment handover to user in good working condition.

Event description:
N/a